Manufacturer narrative:
Concomitant medical product: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that following revision (B)(6) 2018, the patient was not getting pain relief at all. The ins has been off since (B)(6) 2018 or (B)(6) 2019 because the patient was still not getting pain relief. The patient tried shutting off the ins to see if he noticed a difference and he did not. The patient mentioned being on hf settings. No further complications were reported/anticipated.